Manufacturer narrative:
The events of redness, swelling and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by greater than 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." Device- and injection related adverse events occurring in less than or equal to (B)(4) of subjects included injection site hypertrophy ((B)(4)), nodule ((B)(4)), inflammation ((B)(4)), injection site anesthesia ((B)(4)), injection site dryness ((B)(4)), injection site erosion ((B)(4)), mass ((B)(4)), contusion ((B)(4)) and syncope ((B)(4)). Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency less than or equal to (B)(4) and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.

Event description:
Healthcare professional reported that approximately 3 weeks after injection in the sub-malar regions bilaterally with juvederm voluma xc, and concomitantly in the vermillion border and marionette regions with juvederm ultra plus xc, the patient experienced redness, swelling and tenderness starting at tear trough extending laterally just above sub-malar line, only on the right side. Clindamycin provided as treatment, but changed to doxycycline due to patient having a reaction to clindamycin. Swelling, tenderness and redness improved with change in treatment, however two days after the patient finished a 2 week course of the antibiotic, they developed the exact same adverse events of redness, swelling, and tenderness on the opposite side and was prescribed additional doxycycline. Patient was also injected with juvederm voluma xc and approximately 2 months prior to this injection. Healthcare professional stated that the symptoms are presumably related to this prior juvederm voluma xc administration based on clinical presentation. Symptoms have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00496 and 3005113652-2015-00497(allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc.